Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly multiple times. The customer was unable to recall the exact dates. The customer's blood glucose levels were reportedly "high" however an exact value was not reported. The customer delivered a correction bolus via the pump. During troubleshooting with tandem technical support, the customer was able to reload the same cartridge onto the pump and resume insulin delivery. Reportedly, the pump would continue to be used for insulin therapy.